Event description:
Related to MFR report #2183959-2010-00373 and 2183959-2010-00439. Pt was implanted with perigee on (B)(6) 2005. Pt claims she is "having a lot of pain-can barely walk." "Pain in her bladder." No further info provided.